Manufacturer narrative:
Correction: there was a reported delay to the procedure of less than 1 hour due to this issue. Also, it was reported by the medtronic representative that per his understanding, the 3d image was fine and useable during the procedure. The image was missing about 40 slices or images but it reconstructed the 3d image. The motion gantry control box was replaced and returned to the manufacturer for analysis. The reported event could not be duplicated by medtronic personnel. The gantry control box was installed in the imaging system and verified operation. All motion calibrated and was functional. Both 2d and 3d imaging were successful. Door open and close functioned as expected. The device was found to be fully functional with no problem found.

Manufacturer narrative:
A gantry motion controller for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that a writing pen was inside of the gantry on the magnet power strip. The pen was lifting the magnet strip as the rotor was in motion. The lift resulted in the rotor running against the magnet strip and stopping the rotor. The representative reported that they removed the pen and re-homed motion to the gantry. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, when the 3d spin was 80% complete. The gantry stopped its motion and a noise was heard emitting from the gantry. The spin transferred to the navigation system and the surgeon continued the procedure with navigation. No additional information was provided. There was no impact on patient outcome.